Event description:
It was reported that during a laparoscopic sigmoidectomy, the clip was malformed and the trigger did not return to home position. Also, the clip was not fed into the jaws properly when the device was fired out of the patient after this event. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.